Event description:
It was reported, that there was an issue with the device clock battery. There was unknown patient involvement. Evaluation of the returned device found a worn downstream occlusion (dso) sensor.

Manufacturer narrative:
B3: event date unknown. E1: address line 2: (B)(6). One device was returned for evaluation. Visual inspection revealed, a cracked front and rear housing and worn downstream occlusion (dso) sensor. Event history log review was not applicable. Functional testing was able to replicate the reported issue, found that the real time clock (rtc) battery recorded 1859 days. Which was over limit. The root cause was determined, to be the rtc battery days over limit. The rtc battery was replaced. As well as, the dso sensor and front and rear housing. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.